Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventialtor's touchscreen. There was no harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a failure of a ventilator's touchscreen. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.